Manufacturer narrative:
Concomitant medical products: product ID: 407658 lead, implanted: (B)(6) 2007, product ID: dtma1qq ICD, implanted: (B)(6) 2018, product ID: 459888 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's system was explanted and replaced due to infection. No further patient complications have been reported as a result of this event.